Event description:
A report was received that a patient's lead was explanted due to skin irritation. The lead that was causing the skin irritation was not connected to the ipg and was surfacing the skin. The physician explanted the lead and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description:st linear lead, 50cm with pre-loaded 0.014 inches stylet. The explanted device was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.